Event description:
Boston scientific received information that the patient with this subcutaneous lead performed exercise testing. A ventricular fibrillation (vf) storm was documented and the stored electrogram showed appropriate detection and successful conversion. One of the shocks resulted in a shorted lead message and subsequent shocks showed shock impedance measurements less than 20 ohms. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.